Event description:
Reportedly, a warning message for "lead impedance >3000ohms" was displayed during the follow up dated (B) (6) 2009 (confirmed in trends data memory). During the follow up, the tests performed did not reveal anomalies: the impedance values were normal (between 800 and 1000 ohms) and the sensing and the threshold have also normal values. As the x-ray performed didn't show any alteration, the physician decided to perform a chirurgical revision. During the revision on (B) (6) 2010: the lead didn't show any visible damage and the impedance values measured with the pace system analyzer were around 700 ohms. As the pt is pacing dependent, the physician decided to replace all the system and implant a new one. The pacemaker involved in the MDR report was explanted and was returned for analysis.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B) (4). The analysis is pending.